Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 3/7/2016h4.

Event description:
No additional information from the customer.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. E1 address: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a noisy image. The issue occurred during pre-use inspection for therapeutic laparoscopic surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined since the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.